Manufacturer narrative:
The reported event is confirmed, cause unknown. The used three- way foley catheter was returned without the original packaging. Two photo samples were submitted showing a burst in the balloon. The balloon on the physical sample was observed to be burst with no missing pieces; this is out of specifications as it would not pass functional leak testing. Although a specific cause cannot be determined, a potential root cause for this event could be, "high modulus latex". The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." "When deflating the balloon, do not aspirate with a syringe." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was placed after the operation on (B)(6), 2022 and spontaneously fell out of the patient on (B)(6), 2022. As per follow-up information received via ibc on 15nov2022, stated that the balloon rupture was observed to the returned sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was placed after the operation on (B)(6) 2022 and spontaneously fell out of the patient on (B)(6) 2022. As per follow-up information received via ibc on 15nov2022, stated that the balloon rupture was observed to the returned sample.